Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00059 on 24-feb-2021. Additional information (05-apr-2022): siemens reviewed the information provided regarding a false reactive result on multiple patients with advia centaur xp toxoplasma igg (txog) lots (061259, 061263, and 265) versus alternate methods/platforms. The customer's data from advia centaur xp with serial number irl44301403 showed the calibration was comparable with release data, and quality control recovery was within peer and insert ranges. Siemens performed a study by running one-hundred (100) patient samples in replicates of three (3) with advia centaur xp toxoplasma igg (txog) lots 265 and 267, and noted that there were no lot-to-lot differences based on the review of results. Siemens performed further investigation. One hundred and forty-five (145) patients were screened with reagent centaur xp lots 265 and 273, and patients showed consistent (reactive/equivocal or nonreactive/equivocal) results across lots. The customer returned a patient sample, and siemens performed testing for human anti-mouse igg antibodies (hama) interference. The sample resulted low levels of hama. The returned patient sample was tested with anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) kit and indicated an interference with these tests. Siemens concluded that advia centaur xp toxoplasma igg (txog) kit lots perform as intended and did not identify a product performance issue. The advia centaur xp is operating as specified and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes. The following mdrs were filed for the same event: 2432235-2021-00054_s1, 2432235-2021-00055_s1, 2432235-2021-00056_s1, 2432235-2021-00057_s1, 2432235-2021-00058_s1, 2432235-2021-00060_s1, 2432235-2021-00061_s1, and 2432235-2021-00062_s1.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that false positive toxoplasma g (toxo g) results were observed on five (5) different patients and samples. The customer noted that samples were stored at > + 4°c prior to the initial run repeat testing. Siemens is investigating the event. The following mdrs were filed for the same event: 2432235-2021-00054, 2432235-2021-00055, 2432235-2021-00056, 2432235-2021-00057, 2432235-2021-00058, 2432235-2021-00060, 2432235-2021-00061, and 2432235-2021-00062.

Event description:
The customer observed false positive toxoplasma g (toxo g) results on different samples from a patient on an advia centaur xp instrument. The customer used an altenate platform and different samples from the patient to perform repeat testing. The results on the alternate platform are zero (0) and the customer noted that the results are negative. There are no reports of patient intervention or adverse health consequence due to the false positive toxoplasma g (toxo g) results.